Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering due to infection, will receive antibiotic spacers soon, will be 2nd revision.